Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
8 heli-fx endoanchors were implanted in a patient for the endovascular treatment of a type ia endoleak from an endurant iis stent graft. It was reported that during the implant procedure, one endoanchor became loose and appeared to be oscillating in the supra-celiac aorta. The dislodged endoanchor was successfully removed using a snare device. After successful deployment of the endoanchors, the type ia endoleak was resolved and flow into the aneurysm sac was reduced. The physician was satisfied with the result and the procedure was then completed. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
As per the physician, the endoanchor was misfired into the sheath, then pushed out of the sheath by the deployment device. If information is provided in the future, a supplemental report will be issued.